Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy cable connector was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy cable connector; however, the reported failure was not verified, nor duplicated. The cable functioned properly in both, manual and AED modes, and was able to deliver therapy at all levels. Further root cause of the reported failure was not determined.

Event description:
It was reported by the customer that the device will not recognize anything attached via the therapy cable connection. There were no reports of patient use associated with the reported failure.